Event description:
It was reported patient had primary of left hip on (B)(6) 2011. Patient experienced pain and loosening of device. He was revised on (B)(6) 2014. Update based on the revision op report received on (B)(4) 2014: diagnosis: painful left hip arthroplasty; metalosis s/p left tha; taper corrosion of femoral component.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding taper corrosion involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: two images of the subject femoral stem trunnion in-situ were provided, some black debris is noted on the taper. The source and makeup of this black material cannot be determined from the images provided. Medical records received and evaluation: clinician review of the provided records concluded "there is no confirmation that the amount of corrosion described within the femoral head/trunnion articulation was more than normally expected after several years in situ and was responsible for the symptoms described in both hips." Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions: the reported corrosion could not be confirmed nor the root cause determined as the device was not returned for inspection.

Event description:
It was reported patient had primary of left hip on (B)(6) 2011. Patient experienced pain and loosening of device. He was revised on (B)(6) 2014. Update based on the revision op report received on (B)(6) 2014: diagnosis: painful left hip arthroplasty; metallosis s/p left tha; taper corrosion of femoral component.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.